Event description:
Customer reported pt was burned during phototherapy with the giraffe spot pt light. Customer reported they had the light positioned approx 6" from the pt. Investigation/conclusion: the user manual warns the user that the light should be positioned no closer than 15" from the pt.